Event description:
On (B)(6) 2001, a 27mm masters series valve was implanted. On (B)(6) 2018, the valve was explanted. Additional information has been requested.

Event description:
On (B)(6) 2001, a 27mm masters series valve was implanted. On (B)(6) 2018, the valve was explanted. All attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
An event of valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.